Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer is comparing results from trueresult meter to another meter on (B)(6) 2015 at 10:00am fasting - results are 160mg/dl with other device and 130mg/dl with trueresult meter. Customer's expected results are 75-140mg/dl - fasting. Strip expiration date is 05/31/2018 and strip open date is (B)(6) 2015 . Strip storage is not correct. Review meter memory: the 150mg/dl (B)(6) 2015 10:37:00 pm fasting:yes, the 134mg/dl (B)(6) 2015 07:44:00 am fasting:yes, the 107mg/dl (B)(6) 2015 05:06:00 am fasting:yes, the 179mg/dl (B)(6) 2015 11:01:00 pm fasting:yes, the 134mg/dl (B)(6) 2015 10:33:00 pm fasting:yes. Customers concern:150mg/dl and 179mg/dl. Customer is currently taking humalog.